Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. A chip was also noted near the crack. Root cause and corrective action are documented in the CAPA system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the femoral impactor broke. None of the instruments are broken into pieces, all have cracks through the main body of the instruments.